Event description:
Caller reported that pump display was too dim and barely legible, which affected their ability to interact with and read the pump screen. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed by technical support to put the pump into storage mode before returning it, and was provided with a replacement pump, while continuing to use the current pump as a backup therapy.